Manufacturer narrative:
During the eval of the device at the manufacturer's svc ctr, an issue related to the active exhalation module was observed. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for svc. The device was not in pt use.